Event description:
When physician fired endo gia universal, handle (stapler) locked. Was unable to engage stapler. Stapler was taken out and reloaded and still unable to engage. Another handle was opened and unable to engage. We then opened another stapler & was able to engage.